Event description:
During an unknown procedure, the clip shooter did not fire and jammed. There was no change in the processing time. The procedure was continued by replacing it with a new product. There was no problem in the transaction.

Manufacturer narrative:
(B)(4). Date sent: 6/26/2023. D4: batch # x94j59. Additional information was requested and the following was obtained: "- no, there were no problems with the patient.". Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er320 device was received with the trigger closed. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be activated due to be jammed. The device was disassembled to evaluate the condition of the internal components and the trigger was found bent, not allowing the clips to fed into the jaws. In addition, 21 clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.